Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains inside the patient. There was no device malfunction reported that could have contributed to the event. Hypotension may occur during this type of procedure and is listed in the acculink instructions for use as a known potential adverse event associated with the use of the product. Hypotension may occur during carotid interventional procedures and it is anticipated response of the human body to stimulus of the carotid bulb. A definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to this event.

Event description:
It was reported that during the stenting procedure with the rx acculink stent in the right internal carotid artery, the patient experienced hypotension. The patient was given vasopressors and the patient's condition resolved five days later. There was no adverse patient sequela. There was no additional information provided.